Event description:
Procedure type: urological/gynecological. According to the reporter: pt was implanted to treat her pelvic organ prolapse and other symptoms.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a "pelvicol".